Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Regulator agency reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported through company representative "rupture". Healthcare professional later reported "device rupture, intracapsular rupture", "deformity of breast" and "breast cancer, mass on the breast that began to be touched by 16'breast cancer". This record is for the left side. The device was explanted. Device will not be returned.